Manufacturer narrative:
It was indicated that no product was available to be returned for evaluation. The customer was provided re-education. Rd troubleshooting quick guides have been provided. Best practices for successful spo2 monitoring have been reiterated. If new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the customer expressed their dislikes for the rd set neo and rd infant disposable sensors. They feel as though the sensor is not as accurate as the lncs and do not trust the readings. Customer feels as if the sensor is "flimsly and cheap". The customer stated that it's very common for them to have 2 or 3 sensors on one baby just trying to get a reading they can trust. The nurse practitioner indicated that during a recent ccdh screening, she could not trust the values, therefore unable to safely, confidently, titrate 02 per nrp protocols. She stated "I don't know when to turn the oxygen up or down it's like playing russian roulette with these new sensors." These are concerns they never had with the previous sensor and asked if they could just swap back to the 'old one'. No known impact or consequence to patient.